Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 750,0 mcg/ml at 901,17 mcg/day. In response to an inquiry regarding the pump implant date, it was reported the estimated replacement [date] was in (B)(6) 2021. It was noted that a tablet clinician programmer was used to interrogate the pump. Logs showed a ¿pump motor stall occurred¿ message on 2018-nov-27 at 17:53 and a ¿stopped pump duration exceeded 48 hours¿ message on 2018-nov-29 at 17:53. Logs showed motor stall recovery occurred on 2018-dec-10 at 13:44.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine at an unknown dose and concentration via an implantable pump. The indication for use was not reported. It was reported an MRI stopped the pump, and the pump did not restart for more than 48 hours. Interrogation of the pump and logs on (B)(6) 2018, confirmed the pump stopped and did not restart after the MRI. The pump was restarted after a new update of the pump with the clinician programmer. The issue was resolved. The patient's status was alive - no injury. Surgical intervention did not occur and was not planned. The pump implant date was unknown. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.